Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient started bleeding from the insertion site and when the sensor was removed, the wire detached and remained in the skin. The area was cleansed, the wire was protruding from the skin, and was removed by the patient using her fingernails. She was evaluated by an healthcare personnel (hcp) who confirmed the wire was removed from her skin and there were no signs of infection at the insertion site. No other details were provided. Although the patient was evaluated by an hcp, there was no documentation of medical intervention. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.